Event description:
While cutting bone during an oral surgery procedure the bur grabbed in the handpiece, bent, and kicked out of the patient's mouth resulting in a puncture wound at the corner of the patient's lip. No medical treatment was required at the time of the injury.